Manufacturer narrative:
It was reported that during startup, the ventilator generated technical error codes indicating power error. Our field service engineer (fse) confirmed multiple technical errors during the investigation onsite. He found a short circuit in the gas module connection pin. After correction, the technical alarms disappeared but the pressure transducer test still failed during pre use check. After the control printed circuit board (pcb) was replaced, the ventilator worked without issues. The control pcb was returned for investigation. The evaluation of received device logs shows that the reported technical errors occurred several times on the reported date of event. The returned control pcb was installed in the reference ventilator. When started, the ventilator gave a panting sound. Several tests failed during pre-use check including the reported pressure transducer test. The problem was not permanent and occasionally the ventilator worked flawlessly. Measurements on the control pcb showed that an integrated circuit (ic) malfunctioned when the ventilator was ¿panting". In this case the o2 gas module valve was open when it should not. Likely causes are the ic circuit itself or its brazing, but this was not determined. The reported short circuit in the gas module connection pin may have been involved, but this could not be confirmed. An internal power failure may lead to stop of ventilation. Audiovisual alarms will then be generated. If the fault condition found during the investigation appears during ventilation, ventilation will be insufficient or stop. High priority alarms will be generated. The condition will be detected during pre-use check. The conclusion in this matter is that the reported pre-use check failure was caused by a one off component failure on the control pcb. It may have been related to the other problems reported, which were caused by a shorted connection pin, but this could not be established.

Event description:
Manufacturer's ref (B)(4).

Event description:
It was reported that during startup, the ventilator generated technical error codes indicating power error. There was no patient involvement. Manufacturer's ref #: (B)(4).